Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had a stuck button alarm. Customer¿s blood glucose was 152 mg/dl at the time of incident. Customer states they did not pressed a button down for 3 minutes or longer. Troubleshooting was performed. The insulin pump will be returned for analysis.